Event description:
The pt had restenosis of a previoulsy placed cypher stent. The event was reported to be recanalization/ptca of a subtotal cypher stent occlusion implanted in the left anterior descending (lad) artery. The restenosis occurred approx fourteen (14) weeks after the index procedure. The pt was included in a cypher registry for the index procedure. The pt received a cypher 2.5/28 mm stent-lesion in the lad after predilitation. The catalog and lot number for the stent were not available. The pt had a previous anterior wall ml six (6) months prior to the index procedure and was treated with ptca/stenting of the lad and second (2nd) diagonal. The stent information was not available.